Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer fell asleep on the couch and the blood glucose level was 41mg/dl when the paramedics arrived. The customer was treated with glucose and recovered completely. It was stated that the customer had dinner and took 12 units of novolog. No further info was provided.